Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient has right hip pain. The doctor stated patient's cobalt levels are elevated. Mdm liner and insert, and [biolox ceramic] femoral head revised. Patient was revised to another biolox ceramic head with sleeve and a 40f x3 poly liner.